Manufacturer narrative:
Complaint confirmed. The proximal end of the screw and the neck were returned with signs of torsional fracture, with the distal end missing. A most likely cause(s) of this type of event include improper bone preparation and over-torquing the implant during insertion.

Event description:
It was reported that the head of the screw broke-off during insertion; it remains in the patient. This was a hammertoe case on the second toe. (B)(6) male patient. At the first attempt to insert, the surgeon encountered hard bone. He backed out the screw and redrilled the site. At the second attempt, the head broke off. The body of the screw remains in the patient's toe; the surgeon put a pin in the center of the toe next to the screw.